Event description:
On february 1, 2006 the lay user/pt contacted lifescan alleging that her one touch ultra was reding inaccurately low. In december 2006 morinig, the pt was vomitting and feeling sick. The same morning, she called her doctor who advised her to tkae a suppository for nausea. Around 4pm, she will still vomitting and got a meter reading of "170mg/dl." She felt that it should have been around 250-300 mg/dl. Because of how she was feeling and took two extra units of novolog flexapen (based on her sliding scale, she should have taken 10 units total. Around 7 or 8 pm, the pt was still feeling sick so her husband took her to the hospital where she was treated with an IV (type/dosage unk) and advised her to double up her suppository dosage, which did not help her nausea. The pt cannot recall what her blood sugar was at the hosptial or the medications/treatment she recieved. The pt does not know what caused her illness and believes that it may be flu-related. The pt was released the next day and did not completely better until four days later. The customer care advocate (cca) verified the following: the meter was not out of the box, the meter was set up correctly (mg/dl and code number), the correct testing technique were used, and the test strips were within discard date/expiration date. However, the pt was unable to provide information about condition of the test strips and test strip vial. Quality control solution was not run because the pt did not have control solution. The meter was replaced this complaint is being reported because the pt received treatment at the hospital.